Manufacturer narrative:
The other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2,000 mcg/ml; 893.7 mcg/ml via an implantable pump. Indication for use was intractable spasticity and head/brain injury. Other medications the patient was taking at time of the event were not available. The date of the event was approximately (B)(6) 2017. It was reported the patient's father said that their pain physician had noticed that the patient had been more spastic and more uncomfortable over the past two months. A dye study was scheduled for (B)(6) 2017. The physician was unable to aspirate the catheter from the catheter access port (cap). The hcp did not proceed with injecting dye. Followed the catheter on x-ray and the catheter tip was at cervical 4-cervical 5, which correlated with the note in the 8840. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The physician will follow up with the pain physician's office to decide on the next steps. The issue was not resolved. Surgical intervention did not occur and was unknown if it was planned. Patient weight and medical history were asked but unknown. Patient status at the time of this report was alive - no injury. No further complications were reported.